Event description:
The customer reported that she noticed all the device icons were displayed and the device would not turn on.

Manufacturer narrative:
Medtronic replaced the device. Medtronic evaluated the device and found that the internal battery was depleted. Root cause of the battery depletion was determined to be a failed capacitor, designator c177, on the analog pcb assembly.